Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate the lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead had dislodged resulting in ventricular tachycardia (vt). The patient was admitted to the intensive care unit for eight days. No additional adverse patient effects were reported.